Manufacturer narrative:
Update to section a2 - age at time of event, a2 - age units (patient) and a3a - sex. Update to section d4 - lot # from unknown to 63532be01. Update to d4 - expiration date added. Update to section d4 - primary UDI number from (B)(4).

Event description:
The customer observed a false nonreactive alinity I syphilis tp for a 49-year-old male with a clinical diagnosis of subarachnoid hemorrhage. The results were not reported out of the laboratory. The following results were provided (reference range reference range of 0-1.0 s/co): (B)(6) 2025, initial syphilis result= 0.85 s/co; repeat result= 0.84 s/co; repeat result on mindray platform= positive; (B)(6) 2025, mindray platform result= 2.05 s/co; (B)(6) 2024, mindray platform result= 2.19 s/co. There was no impact to patient management reported.

Event description:
The customer observed a false nonreactive alinity I syphilis tp for a 49-year-old male with a clinical diagnosis of subarachnoid hemorrhage. The results were not reported out of the laboratory. The following results were provided (reference range reference range of 0-1.0 s/co): on (B)(6) 2025, initial syphilis result= 0.85 s/co; repeat result= 0.84 s/co; repeat result on mindray platform= positive; (B)(6) 2025, mindray platform result= 2.05 s/co; (B)(6)2024, mindray platform result= 2.19 s/co. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in-house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I syphilis tp assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 63532be01. A device history record review did not identify any related nonconformances, potential nonconformance or deviations associated with lot number 63532be01 and complaint issue. In-house testing of a retained reagent kit lot 63532be00, which contains same bulk material of the complaint lot, was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the lot performs as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp lot 63532be01 was identified.

Event description:
The customer observed a false nonreactive alinity I syphilis tp for a 49-year-old male with a clinical diagnosis of subarachnoid hemorrhage. The results were not reported out of the laboratory. The following results were provided (reference range reference range of 0-1.0 s/co): on (B)(6) 2025, initial syphilis result= 0.85 s/co; repeat result= 0.84 s/co; repeat result on mindray platform= positive; on (B)(6) 2025, mindray platform result= 2.05 s/co; on (B)(6)2024, mindray platform result= 2.19 s/co. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 7p60-21/31, with 510k/PMA/bla number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.